Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 600 (mg/dl). Manual injections were delivered to address bg levels. During troubleshooting with tandem technical support, an air bubble was noted in the luer lock and the time was incorrect. Customer performed the fill tubing process to prime the air bubble and the pump time was corrected.